Event description:
It was reported that during advancement of a 3.75x12 nc trek rx balloon dilatation catheter (bdc) into an unspecified guiding catheter to perform post-dilatation of an unspecified stent implanted in a non-calcified lesion in the non-tortuous proximal left anterior descending coronary artery, though no resistance was felt against the guiding catheter and no force was applied, the center of the nc trek rx shaft separated into two pieces while inside of the guiding catheter, prior to entering patient anatomy. As the separation site was still located outside of the patient anatomy, the two pieces were simply withdrawn from the anatomy without resistance. A non-abbott bdc successfully advanced into the same guiding catheter without issue and was used to complete post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.